Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating the speaker connection from the motherboard broken. It is unknown if the device could produce an audible sound. The device was in use at the time of the event. No adverse event occurred.

Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporting institution phone #: (B)(6). E1: reporter phone #: (B)(6). A philips field service engineer (fse) evaluated the device confirmed that the speaker connection to the motherboard was broken. The fse replaced the speaker assembly and the motherboard to resolve the issue. The device was operational after repairs were completed and the device remains at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.